Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unintended movement of the clip dropped below the valve was due to the loss of trans-septal height. The reported difficult to remove from the anatomy was a result of the reported unintended movement. The patient effect of tissue injury appears to be related to procedural conditions of difficult to remove from the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the unintentional movement and chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During advancement and positioning of the ntw clip, the clip dropped below the valve due to loss of trans-septal height. The clip caught on chordae and when trying to free the device, a chordal rupture occurred. The device was removed and exchanged for a xtw clip, which was successfully implanted to reduce mr and to treat the chordal rupture, reducing mr to grade 3-4. After removal of the devices, it was noted that there may have been a septal tear as the puncture site was larger than normal and the integrity was changed. There was no clinically significant delay in procedure. No additional information was provided.